Event description:
The customer reported to beckman coulter (bec) that approximately 1 ml of fluid was leaking from the probe in the coulter act diff analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), including a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) did not go onsite for this event. The customer had replaced all filters prior to contacting the call center for assistance. The customer technical support (cts) specialist recommended replacing the tubing at valve (vl8). The customer was contacted via telephone on (B)(4) 2013 to provide a follow-up information. The customer stated that they did not replace the tubing at vl8, but instead replaced the dual diluent filters for a second time which resolved the leak. The customer stated the analyzer was operational without issue. Failure mode of the leak was related to the dual diluent filters. (B)(4).